Event description:
It is reported that the patella cutting guide disassembled during use.

Manufacturer narrative:
Evaluation summary: a follow up was done with the sales associate. The associate indicated that the device disassembled and that nothing fractured to cause the disassembly. This indicates that one or both of the screws that fixate the springs to the handles were potentially loose, causing rotation of the one or both spring arms about the pivot point of the screw(s). This rotational movement could have caused the male spring to lever out of the female spring, leading to the disassembly of the instrument. The loose screws may have been due to the screws not being tightened down properly after the device was potentially disassembled for cleaning and sterilization in the field. However, with the available information the exact cause cannot be determined with certainty. The instrument was returned for review, however, one of the springs as well as the screws that fasten the springs were not. The jaws of the instrument contain grind marks, likely from use over the potential field age of approximately 25 months. The instrument was dimensionally analyzed and found to be meet print specifications. Device history records indicated all components were manufactured and inspected to specification.